Event description:
Pump was returned for service with a report that it cycled on and off continuously and gave a failure code 501. There was no report of pt injury or medical intervention. Info regarding whether or not the device was in use on a pt when the reported situation occurred was not provided.